Event description:
When taking the single pack out of the box it was noted that the single pack was already open, means unsterile.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
When taking the single pack out of the box it was noted that the single pack was already open, means unsterile.

Manufacturer narrative:
(B)(4). For products manufactured by a third-party supplier, a review of the certificate of compliance is considered equivalent and can be performed in lieu of a DHR review. A review of the certificate of compliance was performed based on the potential lot with no findings available. The customer returned one kit from a 9079p-EU-005 ez-io 45mm needle + stabilizer bx/5 for investigation. Visual inspection of the returned needle set kit revealed that the packaging was partially opened at the corner where the needle set is packaged. The package was opened enough so that the needle set was exposed to open air, however it was still secure in the packaging. Further inspection of the entire sterile barrier was performed and found that the sterile barrier was fully intact with no deformities observed. There were no anomalies with the barrier that would indicate a manufacturing or packaging issue. The sample was sent to the supplier (viant upland) for further analysis. The sample was sent to viant upland for further analysis. Their analysis concluded that the unit was sealed when leaving the viant upland facility. When reviewing the lot lhr, there were no deviations found. Per the teleflex ez-io plus packaging product inspection form (q297), an inspection for voids or bubbles was completed with no issues found. Reference attached file tc20042294_product_inspection for the viant final inspection of this lot. Based on this information, the root cause does not appear to be manufacturing or packaging related. Therefore, although the complaint is confirmed, it cannot be determined exactly how or when this kit could have become partially opened. Since the sterile barrier was observed to be completely intact and the imprinted packaging shows signs of a complete seal, it is more likely that this issue is the result of an inadverent physical action done to the packaging rather than the result of a sterility issue. The root cause for this complaint is undetermined. The certificate of compliance (part of DHR) certifies that the aforementioned potential lot meets the viant upland quality system requirements and specifications. This product has been manufactured and controlled by viant upland in accordance with the FDA qsr and iso iso13485:2016. A review of the certificate of compliance/device history record found that the needle set passed all the release criteria. The device was released in 09/2021 and is less than 1 year old. Corrective/preventative actions are not required at this time as the root cause could not be determined. Since the sterile barrier was observed to be completely intact and the imprinted packaging shows signs of a complete seal, it is more likely that this issue is the result of a inadvertent physical action done to the packaging rather than the result of a sterility issue. The complaint is confirmed. Visual inspection of the returned needle set kit revealed that the packaging was partially opened at the corner where the needle set is packaged. Further inspection of the entire sterile barrier was performed and found that the sterile barrier was fully intact with no deformities observed. That were no anomalies that would indicate a manufacturing or packaging issue. The sample was sent to the supplier (viant upland) for further analysis. Their analysis concluded that the unit was sealed when leaving the viant upland facility. When reviewing the lot lhr, there was no deviations found. Per the teleflex ez-io plus packaging product inspection form (q297), an inspection for voids or bubbles was completed with no issues found. Based on this information, the root cause does not appear to be manufacturing or packaging related. Therefore, although the complaint is confirmed, it cannot be determined exactly how or when this kit could have become partially opened. Since the sterile barrier was observed to be completely intact and the imprinted packaging shows signs of a complete seal, it is more likely that this issue is the result of an inadvertent physical action done to the packaging rather than the result of a sterility issue. The root cause for this complaint is undetermined. Teleflex will continue to monitor and trend on complaints of this nature.